Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by (B)(4) on (B)(6) 2017.

Event description:
It was reported that the patient's ipg was deemed inoperable following an unrelated surgical procedure. It was also reported that the patient's device was not placed in surgery prior to the procedure.